Manufacturer narrative:
H3: three pictures of the cadd administration set were reviewed. In two of the pictures, it could be seen that a valve detached from the tube. The third picture showed a tpn product coiled. No testing could be performed because no samples were provided to perform a thorough investigation. The records of pull tests process were reviewed; there were no discrepancies in the results obtained; all averages and individual results for each sample are above 5 lbs, which is the minimum acceptable. The most probable cause of the issue is that the use of dispenser solvent in without stopper originated a lack of solvent. The reported issue was confirmed.

Manufacturer narrative:
(B)(6). Occupation: regional nurse manager.

Event description:
Information was received indicating that a smiths medical cadd administration set tubing got detached during the administration of total parenteral nutrition (tpn). The end of the administration set fell off. There was no reported adverse event.